Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation and the device evaluation. Despite good faith attempts the user cleaning and disinfection and sterilization (cds) processes were not shared, nor was the device able to be culture tested by olympus when returned. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. The lm reviewed information provided by the user and confirmed that there was no information to judge if reprocessing steps were deviated from IFU. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them". Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that during reprocessing, the gastrointestinal videoscope tested positive for: 10-100 colony forming units (cfus) of corynebacterium tuberculostearicum, 1-9 cfus of corynebacterium minutissimum, 1-9 cfus of dermabacter hominis, and 1-9 cfus of staphylococcus epidermidis. The scope was culture tested for a second time and the results are still pending. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.